Manufacturer narrative:
Correction: d9 (product returned). The reported event is confirmed based on the available pictures. The device inspection revealed the following. Visual inspection of the returned unit identified no structural defects or deformation, and the observed surface water marks were consistent with normal cleaning and reprocessing residue. However, the item 6 pins (dowel pins) on the handle were found recessed beyond the specified flush condition, preventing proper engagement and obstructing passage of the mating instrument. Per note 5 of the engineering drawing, these pins must remain flush with the corresponding feature on item 5 (axial handle) to ensure correct alignment and functional fit. Furthermore, the incorrect fitment of the dowel pin with the axial handle results in geometric interference preventing the driver from achieving full insertion, thereby rendering the assembly non-functional from a mechanical fit and alignment standpoint. Therefore, the alleged issue is confirmed. A review of the labeling did not indicate any abnormalities. Based on the completed investigation, the root cause is attributed to a manufacturing-related deviation. To ensure thorough evaluation and recurrence prevention, an nc/CAPA has been initiated for detailed root cause analysis and implementation of corrective and preventive actions. As part of containment, a commercial hold has been applied to the affected batch, and pfa measures have been implemented to control any potential impact until the investigation is fully concluded. If more information is provided, the case will be reassessed.

Event description:
Driver did not fit down broach handle.

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
Driver did not fit down broach handle.